Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the orders were not crossing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all orders were not crossing over. The technical support specialist (tss) dialed into the medstation bhimc and bhicu and confirmed that both stations were already in profile mode. Tss checked the datasync debug logs and found no errors. Then ran transaction locate queries on bhicu, which initially showed 848 rows and then 624 rows. Next, tss accessed the production server (p-pyxisapp02-esapp-2016), logged into pes, and verified that the sync information for both stations had only a two-minute delay from the current time. Tss also confirmed that bhimc had been manually set to critical override. Transaction locates queries for both stations matched, later, the customer confirmed that the issue was resolved and explained that their team, involved in the purchase and setup for the new area, had changed the stations from non-profile to profile mode. The system functioned as intended after the technical support specialist troubleshot the device.